Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope images may not appear. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image disappeared during angulation in the up direction / a noisy image occurred due to damage to the charged coupled device unit. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and an abnormal sound was made due to damage to the angulation lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image disappearing during angulation in the up direction was caused by failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.